Event description:
Customer reported a past low blood glucose event, with the lowest level noted at 40 mg/dl. Cause was not known. Customer consumed carbohydrates as a corrective action, and technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood.